Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence over multiple cartridges. Customer's blood glucose level was 147 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. In addition, it was reported that the usb cable was broke and no longer charged the pump. Customer was able to charge the pump with a different usb cable.